Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced alert 38 indicating a motor stall on the ilet pump, consistent with a failure to infuse and associated with the motor component; the user attempted a restart without resolution, completed a successful dry run, and then performed a full supply change with new infusion supplies, after which function was restored and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a guided dry run, and analysis of information provided by the user. Investigation of this case revealed a communications-related issue was identified and the problem was consistent with a motor-related failure to infuse. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.